Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of a type 3b endoleak of the main body. The type 3b endoleak was is most likely device related as use of strata material likely contributed to this event. The final patient status was reported to be doing well post non endologix secondary endovascular repair. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment on (B)(6) 2018 of a previous reported event (2031527-2018-00369), clinical was able to find substantial evidence to support the following additional findings of a type 3b endoleak of the main body (bifurcated stent graft). A non-endologix stent (cuff) with a non-endologix bilateral renal stents was implanted to resolved this event. There have been no additional patient sequelae reported. This report is for the 3b endoleak only.